Event description:
Per the clinic, the patient experienced an infection around the implant site (specific date not reported) and was treated with oral and IV antibiotics (specific date and duration not reported). However, the issue did not resolve and subsequently the device was explanted under general anesthesia on (B)(6) 2022. There are no plans to reimplant the patient with another cochlear device as of the date of this report..

Manufacturer narrative:
This report is submitted on march 21, 2022.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on june 09, 2022.